Manufacturer narrative:
The reported adverse event is associated with a returned device; however, the provided clinical information was reviewed by the manufacturer and no specific device analysis is deemed necessary at this time. Previous product examinations have not showed any relationship between a product geometrical deviation and the reported clinical complication. Additionally, there are no indications that a product failure has contributed to the reported issue. Excessive skin thickening and skin growing over the abutment are common complications with baha abutments. Issues can be resolved with clinical case management. The report frequency for these complications is being monitored under cbas complaint and medical device reporting data monitoring plan and the status is updated on a monthly basis. This event is added to this monitoring.

Event description:
Per the clinic, the patient experienced skin overgrowth over the abutment site. Subsequently, the patient was placed under general anesthesia on (B)(6) 2026 in order to undergo a skin revision and abutment exchange procedure.